Event description:
Additional information showed the patient had their device replaced on (B)(6) 2011. Therapy was restored and the patient recovered without sequela. It was stated the patient was keeping their old device battery.

Manufacturer narrative:
(B)(4).

Event description:
The pt's leads were broken following a car accident. She was going to have them replaced. A date has not been scheduled yet. Add'l info has been requested.